Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve is not shifting. Associated malfunctions for this device: tie wrap broken.